Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release.

Event description:
A perceval valve was implanted on (B)(6) 2018. It was reported that the patient never felt well post-implant, but that all ttes and CT scan results were negative. Echocardiogram performed on the fourth post-operative day showed a mean gradient of 5 mmhg. The patient had prostatic abscess in the early post-operative period, and dental infection a few months later. He had recurrent fevers and bacteremia. Pet and gallium scans were performed and were positive in the region of the aorta, and antibiotics were administered. Reoperation was performed on (B)(6) 2019, and pre-operative tee was positive for vegetation. The valve was explanted and replaced with a 25 mm perimount valve, and the patient was discharged home.

Manufacturer narrative:
As the device was not available for return, no device investigation could be performed and the root cause of the event cannot be determined. It is possible that the patient's specific clinical condition, including post-operative prostatic abscess and dental infection, contributed to the reported event. However, the site could not confirm or exclude the patient's condition as the origin of the event. Nevertheless, based on the document review performed, no manufacturing deficiencies were identified.

Event description:
A perceval valve was implanted on (B)(6) 2018. It was reported that the patient never felt well post-implant, but that all ttes and CT scan results were negative. Echocardiogram performed on the fourth post-operative day showed a mean gradient of 5 mmhg. The patient had prostatic abscess in the early post-operative period, and dental infection a few months later. He had recurrent fevers and bacteremia. Pet and gallium scans were performed and were positive in the region of the aorta, and antibiotics were administered. Reoperation was performed on (B)(6) 2019, and pre-operative tee was positive for vegetation. The valve was explanted and replaced with a 25 mm perimount valve, and the patient was discharged home. The hospital pathology report reported surgical culture showing corynebacterium.

Manufacturer narrative:
Please note: this report was initially submitted on tuesday, (B)(6). The first two acknowledgements were received, indicating that the report was received by the FDA. However, the third acknowledgement - indicating that the report failed - was not received until (B)(6) (after multiple follow-ups with the FDA help desk). The report is therefore being re-submitted on (B)(6); however, the initial submission date was on time. Retained by hospital micropathology.

Event description:
A perceval valve was implanted on (B)(6) 2018. It was reported that the patient never felt well post-implant, but that all ttes and CT scan results were negative. Echocardiogram performed on the fourth post-operative day showed a mean gradient of 5 mmhg. The patient had prostatic abscess in the early post-operative period, and dental infection a few months later. He had recurrent fevers and bacteremia. Pet and gallium scans were performed and were positive in the region of the aorta. Reoperation was performed on (B)(6) 2019, and pre-operative tee was positive for vegetation. The valve was explanted and replaced with a 25 mm perimount valve.